Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated thresholds, no capture, pacing inhibition and pacing impedance measurements greater than 3000 ohms on the atrial channel. A revision procedure was performed and efforts to reposition the lead were unsuccessful due to the helix mechanism no longer able to be retracted. The atrial lead was removed from service and replaced. The root cause of the clinical observations was not identified via x-ray or visual inspection at the procedure. No additional adverse patient effects were reported.